Manufacturer narrative:
(B)(4). As the sample was not returned and the lot cmplnnumber is unknown, a device analysis cannot be completed. The reported issue was not confirmed; the cause was not determined. This is the same patient as (B)(4).

Event description:
This is a report of a home patient (hp) that was seen in the emergency room and diagnosed with peritonitis. The hp was not hospitalized. The cause of the peritonitis was that the transfer set had become loose from the titanium adapter. The patient was treated with vancomycin and fortaz (dose, route and frequencies not reported). This is report 2 of 2 for the report of peritonitis